Event description:
The MFR's rep reported that the catheter had coiled in the lumbar region. The catheter coiling was noted on x-ray in 2005. No pt symptoms were reported. The catheter was replaced four days later. Final pt outcome was not reported.